Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. No code available' was selected as there was a delay greater than 30 minutes on the surgery due to this event.

Event description:
It was reported that registration failed twice due to the image used for the 3d reconstruction. When a different image was used, the registration was completed successfully, and the case continued as planned. A surgical delay of 1 hour was reported.

Manufacturer narrative:
It was reported that registration failed twice due to the image used for the 3d reconstruction. Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation indicated that the most probable cause for the incorrect two first laser registrations is that the reconstruction was not satisfying as the first CT used for the registration was too different from the actual patient¿s head morphology. A review of the IFU confirmed that it states that the 3d reconstruction has to match with the patient morphology. The event was caused by a use error. Corrected/updated data: date of this report. Date received by manufacturer (investigation completed). If follow-up, what type. Device evaluated by manufacturer. Evaluation code. Additional narratives/data.

Event description:
It was reported that registration failed twice due to the image used for the 3d reconstruction. When a different image was used, the registration was completed successfully, and the case continued as planned. A surgical delay of 1 hour was reported.